Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that her customer is alleging that the tires are cracked, and broke in half and the rubber is dried out.